Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, and elevated metal ion levels. Legal counsel further reports that during the revision surgery, a pseudotumor was observed as well as minimal tissue at the site of the rotators. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01435 & 04329).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2005. Subsequently, legal counsel for patient reports patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, and elevated metal ion levels. Legal counsel further reports that during the revision surgery, a pseudotumor was observed as well as minimal tissue at the site of the rotators. Additional information provided in patient medical records indicate right hip revision performed on (B)(6) 2011 was due to osteolysis and pseudotumor. The patient's operative report noted pseudotumor, fluid, debris, and cystic area. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.